Manufacturer narrative:
It was later reported that the physician advised the patient to follow up with their implanting physician for a possible lead revision. Information suggests this lead remains in-service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Resolution has been requested from the field representative, however, nothing further has been received. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been received that this right ventricular (rv) lead was capped as a result of the clinical observations. The rv lead was successfully replaced with a non boson scientific lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected on this right ventricular (rv) lead noise and oversensing which resulted in pacing inhibition up to six seconds. These events have not always correlated with working hours for this patient. The rv lead measurements were reported to be normal. This noise was not reproducible with arm, isometrics or pocket manipulations. Deep breathing and valsalva only produced minimal noise that was not sensed. The event was reviewed and technical services discussed possibly related to oversensing or electromagnetic interference. This patient had worked in electromagnetic fields in the past but not since the implant of this device. The patient could not correlate an associated activity with the timing of this event. This patient had an av ablation within this past year and now dependent. However, the patient did not experience any adverse effects associated with this event. This was to be further addressed with the physician. Also noted was that this device was approaching change-out. It was unclear whether another ICD would be implanted as the patient has not needed shock therapy and their ejection fraction has improved since time of device implant.